Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if additional information is received.

Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy. The home patient (hp) stated they did not know when the event occurred. The registered nurse (rn) thinks the hp possibly pressed go before connecting. The rn stated the patient line was properly primed before connecting, no patient extension lines were used, the patient did not become separated from the transfer set, and the hp did not disconnect prior to the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined because the disposable set was not returned to baxter for evaluation, a lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event.